Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: item#:195924; vgxp intlk femoral lt 70; lot#:057900, item#:195557; vgxp as e1 tib brg lm/rl 10x75; lot#:598480r, item#:184786; series a pat thn 34 3 peg; lot#:756240. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00769. 0001825034-2020-00771. 0001825034-2020-00772

Event description:
It was reported the patient was experiencing stiffness and had a mua performed on his left knee approximately four months post-op.